Event description:
R side - old scar opened and dissection carried down to the implant capsule. The capsule was opened and a small amount of gel was encountered. Opening up the capsule widely revealed that the implant was essentially intact, but there was leeching. The implant was removed and the pocket thoroughly cleansed of gel and irrigated. An extensive capsulotomy was performed. L side - there was a mass at the level of the old inframmary scar which was excised. This was characteristic of a silicone granuloma. The capsule was opened and here the implant again was mostly intact, but it was clear that the shell had thinned and the shell was ruptured in several places. All of the implant material was removed and extensive capsulotomy performed.